Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an overnight malfunction error. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found unit with error codes 67, and 107. To repair unit the front-end pcb board needs to be replaced. Customer refused the repair of unit. Released to customer and not cleared for use. The unit was not opened, and no parts used for this service order. If any pertinent information of repair is received in the future, a supplemental report will be submitted.

Event description:
N/a.